Manufacturer narrative:
It was reported that the pump was dropped and exposed to radiology machinery. The device has been rec'd for evaluation. However, the evaluation is not yet complete. A f/u report will be filed.

Event description:
Rec'd info that pump has stopped all insulin delivery.